Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with perivaginal repair due to sui, prolapse vaginal wall, rectocele and cystocele.

Manufacturer narrative:
(B)(4). It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, bleeding and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh. The patient underwent incisional hernia repair using a ventralex st mesh on (B)(6) 2013. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent bladder repair on (B)(6) 2007 due to cystocele, sui and obstructive uropathy. It was reported that patient underwent partial excision of the mesh and revision of incision on (B)(6) 2009 due to exposure and infection of mesh. It was reported that patient underwent revision of anterior vaginal wall incision on (B)(6) 2007, (B)(6) 2009 and on (B)(6) 2010 and a partial excision of the mesh on (B)(6) 2007 and on (B)(6) 2010 due to complications and exposure. It was reported that patient underwent left inguinal hernia repair with mesh on (B)(6) 2011.